Manufacturer narrative:
The enclosure charger was returned to the manufacturer for analysis. The enclosure charger was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Review of this event and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. A medtronic representative went to the site to test the equipment. The representative reported that they were able to replicate the reported issue. The gantry of the imaging system was re-homed to restore functionality. While on-site, it was reported that the beeping noise could not be replicated, but the enclosure charger was replaced proactively. The imaging system then passed the system checkout and was found to be fully functional. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. The suspect charger has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a procedure, the imaging system displayed a prompt for motion calibration. An audible beeping noise was heard emitting from the imaging system when the prompt appeared. The site then performed the motion calibration, however the beeping sound continued. It was reported that the x-ray functionality of the system could not be initialized. Restarting the imaging system restored functionality and the site continued with the procedure. The reported issue was discovered pre-operatively. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.